Event description:
Procedure type: esophagogastrectomy. According to the reporter: the product was reported defective. The surgeon had to convert to open surgery, resulting in a formal laparotomy.

Manufacturer narrative:
(B)(4).